Event description:
It was reported that during the implant procedure, a chest x-ray confirmed a small pneumothorax. It was suspected that it occurred during the puncture of the subclavian vein. The patient had no symptoms. The patient's hospitalization was prolonged. The device remains in use. No further patient complications have been reported as a result of this event.